Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported during a routine follow up appointment, that this implantable cardioverter defibrillator device exhibited high, out of range pacing impedance (greater than 3,000 ohms). It was suspected that the right ventricular lead could be fractured. The device remains implanted. No adverse patient effects were reported. A technical service (t/s) consultant reviewed the device data and recommended lead integrity testing by performing arm maneuvers and manipulation. T/s also recommends following the patient closely over the home monitor equipment.

Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment, that this implantable cardioverter defibrillator device exhibited high, out of range pacing impedance (greater than 3,000 ohms). It was suspected that the right ventricular lead could be fractured. The device remains implanted. No adverse patient effects were reported.